Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus, which is a bacterium normally found on human skin/nares. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique due to patient not wearing a mask during the pd exchange.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis a few days prior during a call to customer support for a separate issue of draining slowly. There were no reported allegations that the peritonitis event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that on an unspecified date this patient was seen in the outpatient pd clinic due to complications with draining from the pd catheter (not a fresenius product). Per the nurse, the patient had a pd culture obtained (the same day) which was positive for growth of staphylococcus bacteria (species not provided). The patient was initiated on intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) and ceftazidime (dosing not provided) for a diagnosis of peritonitis. The patient was subsequently switched to oral antibiotic therapy (details unknown). The nurse stated that the patient is recovering from the event. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient not wearing a mask during the pd exchange (breach in aseptic technique). Furthermore, the nurse stated that the pd catheter (not a fresenius product) is still malfunctioning. As a result, the patient was hospitalized on 7/apr/2026 for further evaluation of the pd catheter. The nurse confirmed the hospitalization is not due to product and that the reported drain complications are due to malfunctioning pd catheter.